Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing break by the pump from the right cylinder.

Manufacturer narrative:
This follow-up MDR is created to document the device recieved and the conclusion of the investigation. A titan otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the shorter exhaust tube of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A separation is noted in the inlet tube of the reservoir. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces appear to be rough and irregular. Groups of partial separations are noted on the inlet tube and strain relief of the reservoir, indicating contact with unshod instrumentation. Testing revealed the site on the inlet tube to be a site of leakage. Partial separations within abrasion are noted on both cylinder exhaust tubes. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, quality concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) was exerted on the shorter pump exhaust tube and reservoir inlet tube to separate these sites while in-vivo. Separations of these types would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation on the reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. Quality was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. If the explanted device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 2643490. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.